Event description:
Provide was attempting access in femoral artery with cook micropuncture kit. Upon inserting the wire into the needle the physician stated, "it is catching and rough, it doesn't feel right." The device was removed immediately.